Event description:
During a complex intervention, the cath lab table froze up potentially contributing to distal wire perforation. The collimator control board failed leading to inability to detect source imaging distance, potentially causing reduced speed of image intensifier movement. This equipment malfunction led to non-visualization of distal wire tip and likely contributed to distal wire perforation. Phillips field service engineer tested equipment and found that filters were stuck in closed position and therefore the patient was receiving only half the reported dose of fluro that was documented.